Event description:
It was reported that the patient was presented to the emergency room after a syncopal episode. Imaging revealed that a pericardial effusion had been caused by the atrial lead perforating the heart. The patient underwent surgery to repair the tear. The atrial lead was successfully repositioned and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.